Event description:
Kimberly-clark received a report from (B)(6) stating, "a synergy probe kit was used to treat a patient suffering from an osteoid osteoma in the margo anterior of the left tibia. During the procedure the probe heated up producing steam and a scarring of the tissue; procedure was aborted." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The review of the device history record is pending. The probe and companion introducer were returned to kimberly-clark for analysis. The probe ((B)(4)) has been lab tested and passes the following:temp tests (room temp, tip temp, hi setpoint temp), electronic function (continuity), pmg function. The testing on the introducer is ongoing. If any additional relevant information is identified following completion of the DHR review or once samples are evaluated, the additional relevant information will be submitted in a supplemental report. The directions for use state, "the kimberly-clark synergy cooled radiofrequency (rf) kit, in combination with the kimberly-clark radiofrequency (rf) generator (pmg-115-td/pmg-230-td) is indicated for use to create rf lesions in nervous tissue." Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.